Event description:
It was reported that the deep brain stimulation (dbs) patient experienced premature battery depletion of the primary cell implantable pulse generator (ipg). The physician replaced the ipg.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced premature battery depletion of the primary cell implantable pulse generator (ipg). The physician replaced the ipg.